Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe, the device experienced the hub separating from the product. The following information was provided by the initial reporter. The customer stated: the customer reported about needle/shield separation from the barrel when removing the shield.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: customer returned several images of a single 0.3ml syringe with no other identification. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 1053712. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe, the device experienced the hub separating from the product. The following information was provided by the initial reporter. The customer stated: the customer reported about needle/shield separation from the barrel when removing the shield.